Event description:
It was reported that during a bph surgical procedure at 405,050 joules of use and 49:54 minutes, the fiber cap detached inside the patient. The fiber cap was retrieved with grasping forceps. The fiber tip was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with the second fiber. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.